Event description:
It was reported to philips that the system was not booting up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ethernet switch in m cabinet was switched off and the 12vdc input was not coming due to that the system was not starting. A review of the system logfiles found a malfunction related to reported issue. Upon troubleshooting actions, fse identified that the fuse was blown. Fse replaced the fuse. After replacement, the system was returned to use in good working order.